Event description:
It was reported that the patient dropped the ilet, resulting in a shattered screen and loss of touchscreen functionality, which rendered insulin delivery and meal announcements unreliable. Symptoms included no reported adverse clinical effects. Outcomes included provision of guidance to shut down the device to avoid further alerts, advice to use backup therapy, and arrangement for replacement with instructions to return the damaged device using a provided shipping label. Investigation included review of the reported device damage and user-provided information. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact, resulting in inability to operate the user interface. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.